Event description:
The manufacturer received information in reference to a simplygo mini device alleging the device has no battery charge. The device was returned to a third party service center for evaluation. During the device evaluation, the third party service center observed the main pca is burned, sieve are clogged, the air side and o2 side are defective, and the inlet filter needs to be replaced due to preventive maintenance. An image of a component of the device was captured displaying a charred portion of the circuit board. The device was returned unrepaired to the manufacturer's product investigation lab (pil) for further investigation according to customer's disposition after an email notification. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a simplygo mini device alleging the device has no battery charge. The device was returned to a third party service center for evaluation. During the device evaluation, the third party service center observed the main pca is burned, sieve are clogged, the air side and o2 side are defective, and the inlet filter needs to be replaced due to preventive maintenance. An image of a component of the device was captured displaying a charred portion of the circuit board. The device was returned unrepaired to the manufacturer's product investigation lab (pil) for further investigation according to customer's disposition after an email notification. A final report is being submitted. If new information becomes available following the completion of the device evaluation at the pil, a supplemental report will be submitted. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.